Event description:
On 11/27/04, the patient contacted lifescan alleging that her one touch ultra meter would not power on. She last tested with the reported meter approximately one week ago. At an unspecified time, she felt dizzy and did not attempt to test with the meter. She contacted emergency services. A result of 159 mg/dl was obtained on another device. She was treated with or took insulin. The specific insulin type and dosage was not provided. There is no indication that the patient experienced injury or medical intervention due to the meter. The customer care representative (ccr) verified that the test strips were correct, the battery was correctly installed and had been replaced less than one year ago, and the battery contacts were in good condition. The ccr walked the patient through pressing the power button and the meter did not power on. Based on the unresolved power issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.